Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system was showing the following message on the monitor: "sr manager failure. System does not start the cranial software". The rep uninstalled the old software and then reinstalled the new software which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that there was an sr manager failure on the computer. No patient was present during the time of the reported incident.